Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) display was blank on this device. The service technician recommended replacing the device¿s system and central processing unit (cpu) board assemblies to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.